Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) tests during an attempted novasure endometrial ablation. The procedure was abandoned when a uterine perforation was suspected. The pt was discharged home. During follow-up in 2009, the physician reported, he did a post hysteroscopy, but was not able to confirm the perforation. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Result: functional testing could not be performed on this device because the complainant cut the tubing from the device which precluded testing. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal. Use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sound an alarm warning of a possible perforation prior to treatment.